Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. In (B)(6) 2025 a nalu representative was notified by the physician's office that xray imaging showed one of the implanted leads had fractured. On (B)(6) 2025 the fractured lead was fully removed and a new lead was placed. During the procedure the second lead was also noted to have significant migration. The second lead was also fully removed and replaced. The implantable pulse generator (ipg) that was originally implanted remains implanted and in use.

Manufacturer narrative:
The patient reports no falls and there are no known significant events that may have contributed to the lead fracture and lead migration. Prior to implanting the nalu device the patient had reported 9/10 pain level. As recently as (B)(6) 2025 the patient was reporting 2-3/10 pain level with use of the nalu system. There are no indications of any failure or malfunction of the ipg and the original ipg remains implanted and in use after replacing the leads.